Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that charger card 8 was faulty and tray 5 was under voltage. Charger enclosure and batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9/h2/h3/h6: the charger enclosure was returned and analyzed. The charger enclosure was dusty and and had light mated on fans. It was cleaned and installed in a test system. The system initialized. Generator, motion, communication and charging readied. 2d and 3d imaging was successful. No failure was found. Codes b01 (already submitted), c19 and d14 are applicable. H2: additional information was received. Ime and imf codes have been added. B5 has been updated. H2: the lot number of part bi71000175 is rev. 2 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The likely reason the battery indicator was low was that the charger assembly was defective and not charging one tray of batteries.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163; serial/lot #: none. Product ID: bi71000175; serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported the battery indicator was low. They were receiving a red flashing battery after taking a 3d spin. No patient was present.